Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500mg/dl. The customer indicated that they would contact their healthcare provider regarding backup therapy. The customer declined to troubleshoot, as the pump is being replaced for a separate issue.